Event description:
Medical assessment: crush injury, right hand, (B)(4). Closed fracture, right fifth metacarpal, angulated, with near complete displacement, (B)(4). Treatment options: cast immobilization after initial period of splinting. Anatomical fracture reduction and internal fixation with plates and screws. Treatment: open reduction with 2.0mm titanium plate and 6 screws. Adverse event: blunt trauma occuring to the right fifth metacarpal resulting in closed right fifth metacarpal fracture requiring open reduction internal fixation on (B)(6) 2010 with subsequent failure of the plate noted on follow-up on (B)(6) 2010, with nonunion, symptomatic. Surgical intervention: a prefabricated splint was placed on (B)(6) 2011. Removal of failed plate and screws, reduction of the nonunion, removal of protuberant portions of the callus formation, and then placement of new fixation on (B)(6) 2011.